Manufacturer narrative:
Analysis received the unit with intermittent button response due to flattened dome switch. Analysis was unable to confirm a no delivery alarm. However, the unit was received with all operating currents tested within specification range. There was no unexpected beeps or watch dog alarm. There was no blank display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 137 mg/dl at the time of incident. The customer stated the insulin pump received battery out limit alarm and no delivery alarm. The insulin pump will be returned for analysis.